Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were experienced hyperglycemia with a blood glucose value of 430 mg/dl at the time of the event. It is reported that the blank display and the red light were blinked. The insulin pump was not dropped and has not gotten wet. Troubleshooting was performed. The pump was used within 48 hours of reporting at the time of the event. It was unknown whether the auto mode feature was active at the time of the event. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to the backup plan as per hcp instructions and will be returned for analysis.

Manufacturer narrative:
Retainer ring black. On (B)(6) 2022 the customer alleged device having blank display, red light blinking, vibration, cracked battery tube. Device was received with a blank display and no red light blinking, vibration noted. Unable to perform the displacement test due to blank display. Device was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is isolated to electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: device had scratched case, stained keypad overlay, cracked case corner of belt clip rail, label damage. The device received blank display, problem isolated to pcb2 and cracked case corner of belt clip rail confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.